Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative reported that patient had a possible flipped battery. Patient¿s obesity may has led or contributed to the issue. No patient symptoms were reported. The patient had a healthcare provider¿s appointment scheduled for thursday, (B)(6), to examine the battery site. No further complications were reported. The indication for implant was unknown. Additional information was received from the manufacturer representative on 2017-06-15 reporting that the patient was being seen in the office on (B)(6) 2017. Additional information was received on 2017-06-19 from the manufacturer representative reporting that the patient was seen in the office on (B)(6) 2017 and an x-ray confirmed that the battery was not flipped. The patient reported that they consistently got 8 bars when charging. The x-ray showed lead migration. The health care professional (hcp) planned to revise the leads and move the pocket at the same time. Surgery was not yet scheduled as it was pending ins approval. No further complications were reported.